Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads from the same lot located at t9-t10. It was reported the pt is unable to receive adequate coverage due to invalid impedance on all contacts. As a result, the pt will undergo surgical intervention to address the issue.